Event description:
Hcp states the patient was gradually having the pump rate increased due to a decrease in pain control. There was not any withdrawal symptoms. Patient then had a volume discrepancy at refill in 05/2003-all 18cc of medication were still in the pump. A rotor study was done in 05/2003 which showed no rotor movement. Dye study done-unk date or results. The pump was then explanted on 2003, the patient is reported to be having good pain relief and "all the problems have resolved."